Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had an lps distal femoral replacement revision tka placed on (B)(6) 2025. He presented with a draining knee and was brought to the operating room for a one stage revision utilizing a dual set up. All components were functioning as expected so no allegation was made against any component. Cement was depuy 2 with gent, however is hospital owned so no qty or lot information is available. Both tibial and patellar components were well fixed via cement so no allegation is made against the cement. While well fixed, no ingrowth was found on either sleeve, further confirming infection. A thorough irrigation and debridement was performed after all components were removed. New components were prepared for. New components were opened on a "clean" table and implanted after new drapes and staff changing into "clean" gowns and gloves was completed. All new components were placed along with resorbable antibiotic beads and antibiotic cement. No delay nor patient harm was noted. Doi- (B)(6) 2025. Dor- (B)(6) 2026. Affected side- right knee. Additional impacted implants are reported under related complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Added: b5. Corrected: d3, g1.

Event description:
Additional information received: while no ingrowth was noted, sleeve as still well affixed and showed no signs of loosening. At an interval of this duration, ingrown components would not necessarily be visible.